Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
D1, d2, d3 & d4 corrected product information and manufacturer address. D9 updated. G1 corrected manufacturing site for devices address. G4 corrected PMA/510(k) number. H4 added date. H10 added related report numbers. H11 product evaluation. The customer returned what appears to be a single dpro sheath. Additionally, no lot or part number identifiers are present. Upon a visual inspection of the returned unit, it is confirmed that the sheath failed splitting, causing it to tear away and become damaged. Based on the investigation, it has been determined that the root cause was a human error during segregation of processed parts versus non-processed parts, which prevented the inspection of the unit.